Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that there was a device deficiency. The diagnostic/troubleshooting included a device interrogation on (B)(6) 2016 that resulted in the identification of an abnormal low battery; the battery was near its end-of-life (eol). There was no etiology provided. It was also stated that the implantable neurostimulator (ins) battery in the patient's right infraclavicular area was explanted and replaced on (B)(6) 2017. It is unknown if the issue was resolved. No symptoms were reported. The patient's medical history included: acute lymphoblastic leukemia, hematological, resolved; left inferior homonymous hemianopic visual field defect secondary to corpus callosotomy, head, eyes, ears,throat, ongoing; left parotid mass (stable), gastrointestinal/hepatobiliary, resolved; year patient was diagnosed with epilepsy: 2004.

Manufacturer narrative:
Upon review of the additional information received, it was determined that device code no longer applies.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there were no symptoms associated with this event. It was also stated that the troubleshooting related to the event included explanting and replacing the device on (B)(6) 2017. It was also confirmed that the device operated as expected and the issue was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is noted the device codes listed are applicable upon further review. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the device diagnosis was updated to early battery depletion due to high voltage parameter. No complications were reported/anticipated.